Manufacturer narrative:
Continuation of d10: product ID: harmony-25, (serial: (B)(6)); product type: 0195-heart valves; implant date (n/a); explant date (n/a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter pulmonary valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced through the patient's anatomy. With a guidewire in the right pulmonary artery position, the valve was then deployed. During deployment of the valve, as all rows were out, it was noted that the outflow of the valve "dropped." Subsequently, the valve was re-sheathed into the non-medtronic introducer sheath and removed from the patient's body. A new valve was then prepared and was successfully implanted. Per the physician, the patient's septal bulge contributed to the valve dislodge. No patient complications were reported as a result of this event.